Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot m155516 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m155516. Test base part number 191-000 / lot m155516. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m155516 showed that the complaint rate is(B)(4).. In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m155516 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) conflicting results with the ID now covid-19 assay on an unknown swab. Repeating test was performed on two (2) patients and generated negative results. The customer stated there were three (3) patients, however; no demographics were provided. No additional patient information, including treatment and outcome, was provided.